Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw has fractured. The screw fragment remains in the implant.

Manufacturer narrative:
Visual inspection confirmed the screw has fractured. Some debris and discoloration was observed on the screw. Also, some damage was observed on the hex. The device history record review did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.